Manufacturer narrative:
A distributor field service engineer (fse) was at the customer site to address the reported issue. The fse cleaned the sample probe and wash block and completed clog detection adjustment. The fse performed an impass test and results passed per specification. The fse then processed samples for instrument performance verification. The aia-360 analyzer returned to normal operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 12may2018 to aware date 12jun2019. One other similar complaint was identified during the search period. The aia-360 operator's manual, section 7-1 list of error messages, states the following: [4017] spec.sy clog detected. Description: specimen clog was detected. Troubleshooting: the item is not assayed. Repeat assay. The probable cause of the reported issue is attributed to clog of the sample probe.

Event description:
A customer reported receiving error message 4017 spec.sy clog detected while operating on the aia-360 analyzer. A distributor field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of progesterone ii (prog ii) and troponin I (ctnl2) patient results. There was no patient intervention or adverse health consequences due to the delay in reporting.